Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of six (6) years and four (4) months due to calcification. As reported, the reason could be an old infection. A 25mm surgical valve was implanted in replacement. The patient was discharged.

Manufacturer narrative:
H3: evaluation summary : customer report of calcification was confirmed. The x-ray demonstrated the wireform intact and moderate calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets at the outflow aspect and on leaflets 1 and 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. Three suture pledgets remained attached to the host tissue overgrowth around leaflet 2 on the inflow aspect. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx25mm valve implanted in aortic position was explanted after an implant duration of approximately eight (8) years due to calcification. As reported, the reason could be an old infection. A 25mm inspiris valve was implanted in replacement. The patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.